Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19pandemic in accordance with FDA guidance "postmarketing adverse eventreporting for medical products and dietary supplements during apandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 4. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 4. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.